Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 309653 batch #: 3163990 it was reported by customer that ten of the 50ml syringes were observed to be damaged during production. The top of the push for the plunger was broken, the broken plastic was observed to have sharp edges. There were also observed punctures in the bag seals, presumption to have been created by the sharp plastic within the bag. Verbatim: rcc received a complaint via email. Email(s) attached. Problem statement: ten of the 50ml syringes were observed to be damaged during production. The top of the push for the plunger was broken, the broken plastic was observed to have sharp edges. There were also observed punctures in the bag seals, presumption to have been created by the sharp plastic within the bag. 50ml syringe 309653 3163990

Event description:
(B)(4). Follow up. Can you provide an event date? 12/19/2023. When was the event identified before or after use? Before use. Did the event directly, or indirectly involve a patient or user? No. Is there any physical sample available? If yes, kindly share it for investigation. Pictures are attached. Material #: 309653; batch #: 3163990. It was reported by customer that ten of the 50ml syringes were observed to be damaged during production. The top of the push for the plunger was broken, the broken plastic was observed to have sharp edges. There were also observed punctures in the bag seals, presumption to have been created by the sharp plastic within the bag. Verbatim: rcc received a complaint via email. Email(s) attached. Problem statement: ten of the 50ml syringes were observed to be damaged during production. The top of the push for the plunger was broken, the broken plastic was observed to have sharp edges. There were also observed punctures in the bag seals, presumption to have been created by the sharp plastic within the bag. 50ml syringe; 309653; 3163990.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the thumb press on the plunger was broken, possibly resulting in punctures in the packaging. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, four photos were provided for evaluation by our quality team. Three photos show a syringe with the plunger rod thumb press damaged. The additional photo shows a packaging blister top web with some marks. No other defects or imperfections were observed. The thumb press defect could occur if there is a jam during the molding or assembly process. Evaluation of the actual samples would be required to better determine a potential root cause. A device history record review was completed for provided material number 309653, lot 3163990. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.